Manufacturer narrative:
Section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation as it was discarded by the customer. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol), model z9002, had been replaced because it presented calcification deposits. Information including the serial number and the date of surgery is unavailable. There was no patient injury reported. The iol is not available for return as it was discarded upon retrieval. No further information was provided.